Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to sense b noise and oversensing. Analysis of the system was performed, and it was found that low amplitude was also observed. Other non-treated episode of this type of oversensing were found. Troubleshooting options and a potential system revision were discussed. This system remains in service. No further adverse patient effects were reported.